Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6 manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument. Manufacturing date: 25-mar-2022. Expiration date: 01-mar-2032. Part number: 04.038.185s, tfna fenestrated screw 85mm -sterile. Lot number: 721p852 (sterile). Note: component part manufactured by elmira; lot numbers 691p666 / 674p718 . Production order traveler met all inspection acceptance criteria. Packaging label log ( rev ac was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that the tfna screw was not in the right place. The whole nail assembly process was made in the right way at the time of nail insertion, the fracture was complex, there was an event with the milling guides that became contaminated and lengthened the surgical time and as a result the environment became a little tense throughout the surgical process since at one point we had to wait for the guides and when they were the whole next process was done very quickly, for my part everything was done according to the technique described but when taking the final radiographs the screw was left out. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity# unknown). This report is for one (1) tfna scr perf l85 tan this is report 1 of 2 for complaint (B)(4).